Event description:
It was reported that cracks were observed on the twist switch of the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter but the evaluation has not been completed. A batch review was performed with no issues noted in the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.